Manufacturer narrative:
Examination of the submitted device did not reveal any evidence of product failure. Based on the inability to identify product error was a contributing factor to the reported event, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address fracture of the stem resulting in loosening and metallosis. Receipt of medical records indicates the postoperative diagnosis as aseptic loosening of a right total hip replacement due to metal-on metal disease with fracture of the femoral component.

Manufacturer narrative:
The investigation has been reopened because the lot number and date of manufacture have been identified. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
The complaint has been reopened because maude report (B)(4) was received. The only new information provided was the lot number for the sleeve.